Event description:
The report I am submitting is for the need for investigate an over the counter contact lens solution called opti-free "replenish" I have been a consumer of this product since 2007. Over this period of time, I have gradually had worsening eye problems, what makes me more suspicious is the fact that my son has the exact same symptoms and problems. We wear a different brand of contact lenses. At this time, I have discontinued the use of the replenish and I have seen a reduction in eye complications. The following are symptoms and complications for myself and my son: extreme redness, burning weeping eyes, limited discharge, headaches, change in vision. When these symptoms occur, we remove the contacts which means we discontinue the use of the solution. We wear our glasses, over a period of 3-5 days, the eyes begin to clear and we resume wearing our contacts. Once again the cycle will continue, it starts out with mild symptoms and leads to severe symptoms. Dose or amount: cleansing solution, frequency: daily, route: ophthalmic, dates of use: 6 months, diagnosis or reason for use: clean disposable contact lenses, event abated after use stopped or dose reduced? 1. Yes, event reappeared after reintroduction?1. Yes.